Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. Fse could not reproduce error. Logs indicated gas loss in iabp circuit. Pumped over 3.5 hours with gas loss alarms. Completed full check out on system with no problems found. Completed repair with all functional and safety tests per manufacturer specifications.